Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. We received 2 broken and 1 unused device for investigation. The unused device was found to be within specification. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a c-pilot file broke during treatment. No injury occurred, but the broken part remained in the canal.